Event description:
It was reported that before use during routine checks, the cs100 intra-aortic balloon pump (iabp) doesn't cycle and is making noise. There was no damage to patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks, the cs100 intra-aortic balloon pump (iabp) doesn't cycle and is making noise. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the 5000 hour kit and safety disk were expired. The fse replaced both parts. After the parts were replaced, the equipment was tested and did not show any abnormality in its operation. The balloon was set into service mode and an inspection was performed where all parameters are in accordance with the tests established by the factory. The equipment stayed testing for more than 2 hours and did not show any more failures. The equipment was released for use.